Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D1 - the device information was not provided. D3 -the manufacturing location defaulted to: ICU medical de mexico, s. De r.l. De c.v. Avenida cuarzo no. 250, ensenada, b.cfa., mex, 22790. D4 and h4 the lot#, expiration date, and manufacture date are unkown. Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received with regards to an unspecified ICU medical IV set that experienced leakage. The reporter stated, ¿leak in b-line.¿ sample is not available for return since it was discarded. Customer response is required. No event involved death or serious deterioration of a person. There was patient involvement, there was unknown delay in therapy, and no one was harmed as a result of the reported event.